Manufacturer narrative:
The device was returned for product evaluation. Visual review confirms rod broken. No evidence of rod bend or material gouge near the area of fracture initiation which could promote propagation. Microscopic examination reveals a fairly flat, quasi-brittle fracture with some evidence of progressive striations, indicative of fatigue. Fracture surface suggests a multi-modal failure, with initial surface indicative of overload, subsequently followed by a flatter surface morphology with progressive striations indicative of cyclic fatigue until ultimate failure of the implant. Dimensional inspection both above and below the fracture surface confirms rod diameter conforms to print specification.

Event description:
It was reported that the patient underwent a plf at l2/3 and pedicle subtraction osteotomy at l2. The rods were broken between l2 and l3 after the secondary surgery. The revision surgery was performed approximately four years after the secondary surgery to replace the broken rods and place an anterior fixation at l1/4 for reinforcement. No patient complications were reported during and after the revision surgery.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 855-011, 510k # k954645 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.